Event description:
It was reported patient is experiencing pain post implantation. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur trabecular metal cruciate retaining (cr) catalog # 42502207002 lot # 64946886, natural tibia trabecular metal two-peg porous fixed bearing catalog # 42530007902 lot # 65000443, nexgena complete knee solution, trabecular metala catalog # 00587806538 lot # 65019926. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-02655, 0001822565-2022-02656, 0001822565-2022-02665. Device remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert, pain is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.